Event description:
It was reported the blades were used during a laparoscopic colon. A piece of the device fell into the pt and was completely retrieved. Another device was used to complete the case. There was no further consequence to the pt.